Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/20/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corportation that a spaceoar vue device was implanted during a spaceoar implant procedure. Computed tomography (CT) scans were performed and showed the hydrogel was wrapping around the prostate. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corportation that a spaceoar vue device was implanted during a spaceoar implant procedure. Computed tomography (CT) scans were performed and showed the hydrogel was wrapping around the prostate. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/20/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: block b3, date of event was updated based on additional information.